Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported two of ten-pack sponges did not have blue x-ray detectable strings inside the gauze.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported two of ten-pack sponges did not have blue x-ray detectable strings inside the gauze.¿ for sterilized products, the device history record (DHR) and the sterilization documents are reviewed prior to release. The device h istory record (DHR), including sterilization documentation, for the reported lot number (17g043762) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample was received for evaluation. A visual evaluation was performed. The radiopaque strip is absent from the sponge. Probable c auses for the reported issue could be attributed to: an incorrect element width. This condition would not allow enough pressure to be applied to the element to bond it to the gauze. Heat from the bonding of the element may have damaged the element prior or the threading of the element may have become entangled, breaking the element. The sensor on the machine may not have prevented the machine from cycling the sponges without the element. However, there¿s insufficient information to determine whether these scenarios occurred. The reported customer complaint is confirmed. A root cause could not be determined. Based on the available information, no corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.